Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported that "after visual verification of the integrity of the device they proceeded to puncture the right internal jugular vein. With ra.ce.va, the non-exit of the guide from the needle has been detected. At the attempt to remove the guide, resistance is felt, then the needle is carefully retracted together with the guide from the vessel, and compression is performed. Analysis of the device shows the guide wedged in the needle. Then it comes off the needle and you notice the fraying / unwinding of the thread." No patient harm reported. Another catheter was used and inserted in the left jugular vein. The patient's condition is reported as fine.

Event description:
It was reported that "after visual verification of the integrity of the device they proceeded to puncture the right internal jugular vein. With ra.ce.va, the non-exit of the guide from the needle has been detected. At the attempt to remove the guide, resistance is felt, then the needle is carefully retracted together with the guide from the vessel, and compression is performed. Analysis of the device shows the guide wedged in the needle. Then it comes off the needle and you notice the fraying / unwinding of the thread." No patient harm reported. Another catheter was used and inserted in the left jugular vein. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).